Manufacturer narrative:
H6) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported by the consumer that the unspecified bd¿ pen needle have not been working properly like they are stopped up. The following was provided by the initial reporter: I have been having a lot of trouble with the pen needles some dont work at all like they are stopped up ?

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the unspecified bd¿ pen needle have not been working properly like they are stopped up. The following was provided by the initial reporter: I have been having a lot of trouble with the pen needles some dont work at all like they are stopped up ?